Manufacturer narrative:
This report is submitted on october 4, 2022.

Event description:
Per the clinic, the patient experienced a skin flap breakdown and was treated with topical antibiotics on (B)(6) 2022. Additional information has been requested but has not been received as of the date of this report.